Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. (Expiry date 12/2020).

Event description:
It was reported that during a stent deployment procedure to treat an aneurysm of the bifurcation of the renal artery, the balloon expandable vascular covered stent dislodged from the balloon while inside the sheath and became stuck in a 6f introducer sheath. There was no reported patient injury.

Event description:
It was reported that during a stent deployment procedure to treat an aneurysm of the bifurcation of the renal artery, the balloon expandable vascular covered stent dislodged from the balloon while inside the sheath and became stuck in a 6f introducer sheath. It was further reported that the delivery system and the introducer sheath were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation is confirmed for the reported stent dislodgment issue. Review of an image supplied appears to show a stent dislodged within a sheath. The sample or sheath were not returned for evaluation. The definitive root cause for the reported stent dislodgment issue could not be determined based upon available information. The event description states that the lifestream device was being used to treat an aneurysm of the bifurcation of the renal artery. This is off label use of the device. . The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue it is unknown if patient factors or handling techniques were factors in the reported issue. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream was being used to treat an aneurysm of the bifurcation of the renal artery. This is off label use of the device. (Expiry date 12/2020).